Manufacturer narrative:
A review of the device history record confirmed that the lot met all applicable manufacturing and release specifications. The device was not returned for evaluation; however, customer-provided photographs verified the reported distal balloon tear. No patient complications were associated with this event. A follow-up report will be submitted if any additional information become available. Review of manufacturing records did not identify any manufacturing-related contributory factors. Due to the absence of the returned device and limited clinical details, the exact cause of the balloon tear and distal shaft detachment could not be determined.

Event description:
Client reported broken catheter failure from one of their dialysis access center. The issue was during a dialysis procedure; they used one of the victory hp 10x40 balloons. This was a recent hp balloon that actually had a transverse tear and when attempting to remove it from the patient through the sheath, the distal catheter shaft and distal portion of the balloon detached. They were able to retrieve both portions. No patient issues. Victory hp pta balloon dilatation catheter, lot# c67834, balloon size: 10.00 x 40mm, quantity - 01 unit.